Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A customer reported that during a procedure, the system blacked out. The procedure was completed by changing the system without any pt harm. Add'l info has been requested but not received to date.